Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log found evidence of the reported iipv, confirming the reported condition. The device was internally and externally inspected with no issues noted. The device passed the homechoice return instrument test/evaluation (rite) functional testing and the rite electrical safety analyzer testing. A simulated therapy was performed and completed successfully. All pressures were correct and stable upon evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause was a false empty detected at the initial drain and the initial drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported an increased intra-peritoneal volume (iipv) event during dwell three of four of dialysis therapy on the homechoice device. According to the report, the home patient (hp) stated that he felt over-filled during that dwell cycle and that draining relieved the symptom. The hp reported a total ultra-filtration of 1190ml, -1213ml during cycle 3, -25ml during cycle 2 and 2429ml during cycle 1. This occurred during patient use, however no patient injury or medical intervention was reported. No additional information is available.